Event description:
Patient had a spiral blade, end cap, locking screw and nail implanted. During a post operative follow up x-ray, the end cap and spiral blade were noted as backing out. Surgeon removed hardware during revision procedure.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn, as no device was returned. Synthes is unable to determine the manufacture date without a lot number.